Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) level was high (exact bg levels was not provided) with ketones present after wearing the pod between 4 and 24 hours. At 11:00 am he had to go back home from college as he was not feeling well. He gave a manual injection of insulin and activated a new pod. At 12:00 pm he went to the hospital where they increased the insulin delivery and the basal amount from 100 to 150 units with the pod. He stayed in the hospital for 7 hours.